Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) ) evaluated the ventilator, and verified the reported malfunction. The cse replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb) and breath delivery unit (bdu) printed circuit board (pcbs), to resolve the issue. The ventilator then passed all tests, calibrations, and it was operating within the manufacturing specifications.

Event description:
It was reported that a ventilator suddenly stopped. Although requested, it is unknown if the malfunction occurred during patient use. There is no report of death or serious injury associated with this event.